Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. Charred tissue was observed on the jaws. Discoloration and cracking were observed on the cold jaw silicone insulation in the welder wire contact area. A preliminary functional/electrical test was performed. The toggle was fully functional. A precautery test was performed and produced steam. Additional evaluation is in progress and a supplemental will be forwarded upon completion. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was working fine and then just stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.